Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.

Event description:
The customer stated that after testing the axsym digoxin iii assay, error code# 1118 (invalid test result, intercept too low) was generated on a pt sample. The customer diluted the sample and received a result. The customer also stated that a result was generated on that sample when tested on the digoxin ii assay. There was no impact to pt management reported.